Event description:
The primary reconstruction was performed using with locking screw reconstruction plating system. The surgeon conducted the reconstruction without using bone graft following the sectional resection at the left mandible. The plate failure was observed about one month after implanted. The plate is still in the pt and will be moved and replaced another plate early in the next year.